Manufacturer narrative:
The complaint investigation for false nonreactive alinity I syphilis tp results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and testing of retained reagent kit of the complaint lot number. Return testing was not completed as returns were not available. Trending review determined no related trend for the issue for the product. Sensitivity testing was performed using an in-house retained kit of lot number 62009be00, which contains the same bulk material as lot number 62010be01, stored at the recommended storage condition. All specifications were met, and no false nonreactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I syphilis tp, lot number 62010be01, was identified.

Event description:
The customer observed false nonreactive alinity I syphilis tp results for one patient. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): initial result was 0.74, repeat result was 0.75 s/co. The tppa result was positive. The patient had previous syphilis testing that was positive. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p60-77, that has a similar product distributed in the us, list number 07p60-31.

Event description:
The customer observed false nonreactive alinity I syphilis tp results for one patient. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): initial result was 0.74, repeat result was 0.75 s/co. The tppa result was positive. The patient had previous syphilis testing that was positive. There was no impact to patient management reported.